Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the sensitivity was reprogrammed. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited possible undersensing. Decreased r-wave was noted. Current electrograms (egm) showed no sensing. The device remains in use. No patient complications have been reported as a result of this event.